Event description:
The recipient is reportedly experiencing no lock issues. Device testing could not be completed due to no lock. Programming adjustments have been made; however, the issue did not resolve. The recipient is reportedly not using the device. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections h.4, d.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.